Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cardiac arrest on (B)(6) 2020 with low flow alarms. Log file analysis confirmed that after low flows, the flow returned to normal range. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. The low flows were resolved with rosc. The patient was coded and transferred to ICU being monitored for improvement of neuro status.

Manufacturer narrative:
Section d4, h4: correction manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were due to cardiac arrest. A direct correlation between heartmate 3 lvas, serial number (B)(6), and cardiac arrest could not conclusively be determined. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2020 at 10:37:02 through (B)(6) 2020 at 15:28:31. Low flow events were captured throughout the log file from (B)(6) 2020 at 4:08:24 through 4:20:15. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The account communicated that the low flow alarms resolved with the return of spontaneous circulation (rosc). According to the account, the patient was coded and transferred to the ICU being monitored for improvement of neuro status. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) the heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.